Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. The event occurred during testing. There were no patient involvement and harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that the downstream occlusion (dso) seal was ripped and bubbled. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal ripped and was replaced. The complaint was confirmed through visual inspection. The root cause of the reported issue was dso seal delamination and replaced dso seal. The dso/uso sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed.